Manufacturer narrative:
E1/establishment name: (B)(6) - added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the middle part of the tip pad lifted during a therapeutic laparoscopic cholecystectomy procedure involving an olympus subject device. The procedure was delayed less than 30 minutes. The procedure was completed with an olympus back-up device. There was no patient injury reported.